Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported per medwatch report ischemic right lower extremity status post intra-aortic balloon pump removal. An intra-aortic balloon (iab) was attempted to be pulled earlier in the day. However, there were significant complications in removing it, with a clot in the driveline, that necessitated further cut down onto the vessel with thrombus resulting after removal. Patient returned to surgery for femoral cut down and removal of catheter. It was noted that this event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. Numerous attempts were made to obtain further information with no response from customer.